Manufacturer narrative:
(B)(4). Concomitant medical products- 1156t/86, (B)(4); 1156t/86, (B)(4). (B)(6).

Event description:
It was reported that the patient presented to the ER after a syncopal episode in (B)(6) 2009. Since the episode, patient experienced pain, tingling sensation and discomfort. The device was explanted.